Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 907.7 mcg/day via intrathecal drug delivery pump for intractable spasticity and stiff man's syndrome. It was reported that for the past couple of months, the patient had complained of being a little "stiffer". On physical exam, she was not seeing this symptom. Today she did a refill of the pump and did check the pump logs which showed a motor stall (B)(6) 2019. The stall lasted 23 minute and then recovered. There was no volume discrepancy at this refill. The patient did not recently have a magnetic resonance imaging (MRI). At this point the pump had recovered so they would monitor the pump. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the cause of motor stall <(>&<)> recovery was not determined. The device was currently implanted in patient. Patient was educated insigns/symptoms of under/over dose and instructed to call the office if she hears any alarms. No further complications were reported.